Event description:
It was reported that the pump did not recognize a new cartridge. The blood glucose level recorded was 180 mg/dl, which is within the normal range. No additional information was received regarding corrective actions or outcomes following the event.